Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received battery out limit alarms and the pump was unresponsive. It was reported that he pump had been dropped on the phone. The customer's blood glucose level was unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No battery alarms, stuck on the logo screen, unresponsive button pushes/pump operation noted during power up. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Removed the test battery from the pump, powered off the pump, replaced the battery and the pump powered on. No unexpected insert battery, failed battery, or power loss alarms occurred. The insulin pump received with scratched case and pillowing keypad overlay.